Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump exhibited a leak was identified. A white powder was identified at the connection between cadd cassette line and line extension. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. The returned sample was visually inspected under normal conditions of illumination and the cassette showed white powder at connection between cadd cassette line and line extension. Function test was performed, a syringe was used to infuse water into the assembly (ay) bag. Leak was detected in the ay bag, specifically located in top corner near pump tube connection. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.